Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was connected to an extension set for delivery of an unspecified concentration of epirubicin. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from the connection of the tubing sets. The tubing sets were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.